Event description:
Pump was reported to overinfuse. The pump was set to infuse at a rate of 12.5 ml/hr with a vtbi of 250ml. The pump was started at approximately 7 am and 3 hours later the bag was empty. The medication involved is not known. Attempts were made to obtain additional information regarding patient status, medical intervention, medication involved and the age of the patient, but no additional details have been obtained.